Manufacturer narrative:
Additional data: b3. "02/06/2023" should be added. B5-the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -9.5 into the patient's right eye (od) on (B)(6) 2023. The patient experienced a low vault. On (B)(6) 2023 the lens was explanted. On the same day separate surgery the lens was replaced with the same model, longer length lens and the problem was resolved. The status of the eye as "vault good". The cause of the event is unknown. Cause details provided: "vault 26". D6a. " (B)(6) 2023" should be removed and "(B)(6) 2023" should be added. Corrected data: h6-health effect- impact code: "4629" should be removed and code "4627" should be added. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vicm513.2 implantable collamer lens of -9.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged for a longer length lens due to low vault. The problem was resolved. Reportedly, "vault26" and "good vault."